Event description:
It was reported by the pt that he underwent a cervical fusion procedure from l3-l7 using rhbmp-2/acs. Reportedly, ever since implantation, the pt has had problems with the device which includes fever, chest pains, arthralgia, heart palpitations, and "disappearing veins."

Manufacturer narrative:
A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.